Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the defibrillation charge not happened to a patient during code blue and a smart defibrillator was used during the incident. The internal onsite hospital department biomed (equipment management team, including quality assurance (qa), material) did testing on (B)(4) (lot # 226434x) and the samples were discharged properly.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the defibrillation charge not happened to a patient during code blue and a smart defibrillator was used during the incident. The internal onsite hospital department biomed (equipment management team, including quality assurance (qa), material) did testing on (B)(4) (lot # 226434x) and the samples were discharged properly.

Manufacturer narrative:
The lot number was provided, and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The product was manufactured between 16-sep-2021 and 20-sep-2021. A sample was not received for the investigation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. At this time, a corrective and preventive action is not deemed necessary. The current process is running according to product specifications, meeting all quality acceptance criteria. We will keep monitoring the process for any adverse trends that require immediate attention. This complaint will be used for qa tracking and trending purposes.